Manufacturer narrative:
Concomitant medical products: 250ml hospira bag, ndc 0409-7983-02, lot 65-092-jt, exp: 1 may 2018, 0.9% sodium chloride injection; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak of daunoribicin between the texium and the tubing while connected to a patient. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of fluid leakage from a texium-bonded syringe was neither confirmed nor replicated. The syringe and smartsite valve to which it was connected were functioning effectively throughout investigational testing. The top edges of the smartsite threading were noted to be upturned and misshapen, similar to what one would observe had an excess of torque been applied while connecting the syringe to the smartsite. The root cause of fluid leakage from a texium-bonded syringe could not be determined.